Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and confirmed the reported issue. The representative reset and cleaned the memory bank and the issue resolved. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, the navigation system halted occasionally and a restart of the system was required to resolve the issue. There was no patient present when this issue was identified.